Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use the powercross in the left sfa. During inflation the balloon burst at 2 atms. Evaluation summary: the powercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. The exterior of the catheter exhibited contact with a sanguine environment. The balloon chamber contained sanguine material. A water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: sanguine material was noted exiting the distal tip. A water filled syringe was attached to the balloon luer lock and the balloon chamber was cleaned of most of the sanguine material in it. The balloon was inflated gently and a pinhole leak was noted; approximately 44mm proximal to the distal tip.